Event description:
The patient had an inflammatory mass and the catheter was removed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.